Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a (B)(6) (clinical study) patient. It was reported the patient underwent an hf sensor implant procedure without issue. Hemoptysis occurred immediately following the procedure. In turn, the patient was treated with vitamin k and fresh frozen plasma. A CT scan was also performed. The patient was hospitalized via coronary care and will be monitored. The patient is in stable condition.